Event description:
A malfunction with code malf 24 was reported, indicating a pump error that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump, which would be sent to the customer with updated software, and provided instructions for returning the faulty pump and enabling storage mode. The customer would use a backup insulin pump until the replacement arrived, and training would be available through their source account.